Event description:
It was reported that the pt presented to the ER with chest pain and subsequently displayed ventricular tachycardia; it was found that a leg of an ivc filter had detached and was lodged in the pt's intraventricular septum. The filter had been in, implanted for years and there was no intention of removal. However, using a recovery cone an attempt to retrieve the filter was made but it was unsuccessful. The filter was left in place and the pt was taken to another facility to have the fractured component removed from the ventricle.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for eval. The event investigation is currently underway.